Manufacturer narrative:
The device is not being made available for evaluation at this time. Should it become available an evaluation will be done at that time. Attorney represented.

Event description:
Reporter alleges motor and joystick malfunctioned causing the chair to jerk and customer fell out of chair.